Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked zebra connector on lcd. Unit was received with broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and stained address/serial number label..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. There is no indication of display being returned by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.